Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of over 600 mg/dl. The customer was treated by hospitalization. Customer stated that the replaced insulin pump did not turn on. Customer changed the battery but frozen display did not recurred. Display was blank at the time off call. Display did not return after insulin pump restart. The customer was using 770g pump and it was unknown that the auto mode was on. The insulin pump will be returned for analysis.